Manufacturer narrative:
Eval: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld.

Event description:
It was reported by the affiiate that the surgeon used the stapler for a lap. Hernia repair. The device was used in the correct way and failed to fire after 4 firings. They used another ems to finish the procedure. There was no adverse patient consequence.